Manufacturer narrative:
The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the completed investigation, the root cause of the reported malfunctions could not be definitively determined. However, the issue is likely attributable to component damage. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that during reprocessing the bronchovideoscope's plastic distal end cover (c-cover) was found burnt and not facing charged coupled device (ccd). Additionally, the screen becomes noised. There were no reports of patient involvement.